Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing and reported anxiety related to receiving potential future shocks. The right ventricular (rv) pace/sense lead was inactivated and the chronic defibrillation rv lead was fully re-activated to pace, sense, and defibrillate. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.